Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event and action with dianeal therapy was unknown. The patient was recovered from this peritonitis event. No additional information is available.